Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had used multiple cartridges every time through the load process for the past two months. Reportedly, the customer loaded a new cartridge on the pump and the customer received an error message during the detecting cartridge phase. The customer's blood glucose level was not impacted. It was reported that the customer would use manual injections as an alternative insulin therapy.